Event description:
Manufacturer's local lab reports lancet is protruding from multiclix lancing device cap. No adverse event reported. The device has been returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.